Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has an aortic valve angle measured as 49 degrees. During the procedure, the implanters were not satisfied with the appearance of the device (unspecified) and decided not to proceed and replaced with a new 25mm, navitor vision valve and a new small flexnav ds. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was discharged.